Event description:
It was reported to tyco health care/kendall on 01/30/08 that a customer had a problem with a umbilical vessel catheter. Customer reported that an infant had placement of umbilical vessel catheter in 2008, that was verified via x-ray following insertion. Position high at t7 on placement, then pulled back to t12-l1. Pt suffered from complex cystic mass/masses in liver confirmed by ultra sound scan. Umbilical vessel catheter removed and liver accumulation noted. Clinical diagnosis of tpn infusion into liver. Infant improved quickly following removal of umbilical vessel catheter. Pt treated with antibiotic infusion via PICC line for 7-14 days.

Manufacturer narrative:
Submit date 02/11/2008. An investigation is currently under way. Upon completion the results will be forwarded.